Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Blood glucose was not impacted. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
Device not returned.